Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device did not alarm when a distal occlusion was present. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact stated the device will not be returning for eval. The customer contact reported that the device will be repaired at the user facility. The device has been identified as part of a product recall. Customer notification dated (B)(4) 2013. This report represents all the info known by the reporter upon query by hospira personnel.